Manufacturer narrative:
Donor suitability records review including serology testing results: in-progress. Review of dbx putty processing records: review of batch record for (B)(4) was completed and no errors, discrepancies, or omissions related to the processing/packaging/labeling of the graft were found. There was no evidence of cgtp violations. The graft met all final release specifications. Review of whole donor processing batch records: pending. (B)(4). Tissue trace records currently on file that (B)(4) of the distributed units which includes (B)(4) units of dbx putty have been implanted. To date, no other complaints or adverse events have been reported in any other recipients of tissue produced from the donor. A query of the non-conformance database showed that, to date, there have been no non-conformances initiated involving the donor. Notification to other recovery/processing agencies: pending. Updates will be provided via 15 day follow up report.

Event description:
As per an independent consultant/ascential care, the pt underwent lumbar fusion surgery on (B)(6) 2014 and was implanted with a unit of dbx putty and a lifenet cancellous bone graft (ID # (B)(4)). There was no report of infection at the wound site; no report of wound cultures or explantation of the tissue. On (B)(6) 2014, it was reported that the pt tested (B)(6). The treatment prescribed is bleed testing to monitor pt's liver enzymes. The current status of the pt was reported as "stable-improving".